Event description:
The patient had primary knee surgery with the triathlon primary system. Some time later a knee lavage (dero) and pe insert replacement was performed due to symptoms of infection . Previously, the patient had also undergone bariatric surgery due to high body weight.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.